Manufacturer narrative:
The device was not returned to olympus for an evaluation, and the customers allegation could not be confirmed. Based on the results of the investigation, the root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Labelling review: not applicable since we could not obtain the evidence that the defect was caused by user misuse. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had a b30 (communication) error. The issue occurred during an unspecified procedure. There were no reports of patient harm.